Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction g6:type of report: follow up h2: additional information - correction.

Event description:
It was reported that a dexcom app crash occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected cgm app shut-off occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.